Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was report that the footprint ultra anchor was fractured. It is unknown whether the event happened during the shoulder rotator cuff repair. The procedure was successfully completed without significant delay using a smith and nephew back-up device. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found the anchor still attached to the distal end of the shaft. There is a bend visible in both images. One image shows a fracture line in the anchor. A visual evaluation of the returned device found that it was returned outside of its original packaging. The retention suture is unattached from the device. The distal tip of the inserter is bent. No anchor was received. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.